Event description:
The customer received a questionable human chorionic gonadotropin (hcg) result on their e411 analyzer. It is unclear at present if the customer was using the hcg+b or hcg stat testing platform. The patient's initial hcg result was 96.0 miu/ml. The patient's second result was 0.697 miu/ml. The patient's third result was 0.887 miu/ml. The customer reported the third result outside the laboratory. It is unknown if the patient was adversely affected by this event. The reagent lot number was 160151 and the expiration date was 10/2011. The root cause of this event has yet to be determined. Further investigation is ongoing.

Manufacturer narrative:
A specific root cause could not be determined. Calibration data compared with lot release was within expectations. Quality controls were not run the day of the event. Based upon information provided, a possible root cause for the event was not following the tube manufacturer's specifications for centrifugation. Information was requested but not provided to determine if the patient was adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer believes that the repeat, negative result was correct. All the repeat tests were performed on the same sample. The reagent involved in this event was hcg stat.